Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the foot plate on the prostyle device would not collapse prior to device removal. The user intentionally broke open the device handle to attempt to remove the device. Hemostats were used to hold the part of the device and pull the actuator wire to manually retract the foot and remove the device. No vessel damage was noted. The sheath was upsized to a 16f sheath and the tavr procedure was completed. Hemostasis was achieved surgically. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to close and difficult to remove could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.